Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned without the bands attached. The suture was in good condition with seven knots. The handle had marks of trip wire secured, and the returned irrigation tube was in good condition. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged, and the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was observed that the ligator head teeth were bent/damaged. This suggests that the device could not deploy. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The bent ligator head teeth are evidence that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during a mixed hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, the physician rotated the handle; however, the bands did not deploy. It was noticed that two bands were stuck together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during a mixed hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, the physician rotated the handle; however, the bands did not deploy. It was noticed that two bands were stuck together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.